Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The logs were analyzed but no system malfunction was identified. Because the reported issue could not be reproduced, the logs show no malfunction, and no corrective actions have been taken, this event was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.